Event description:
It was reported that the patient's atrial lead exhibited noise over-sensing resulting in inappropriate mode switch. The lead was noted to be fractured. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead fracture was not confirmed while the reported event of noise was confirmed. As received, a partial lead (distal portion) was returned in one piece. Final analysis did not find any indication of conductor fractures, however, external insulation abrasion consistent with friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event of noise was isolated to the external insulation breaching the outer insulation and exposing the outer coil. During electrical testing the lead shorting due to procedural damage at the proximal region of the lead. No other anomalies were detected.